Manufacturer narrative:
Continuation of d11: product ID: 5086mri58 lead, implanted: (b)(64) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.